Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the displacement test due to motor high current draw. The insulin pump was unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to compromised force sensor system alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that they received compromised force sensor system. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's daughter stated that they treated the high blood glucose with manual injections and was able to bring down to 93 mg/dl. The customer's daughter stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.